Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The past occlusion alarms were resolved by clearing the alarm, performing an infusion set site change or performing a complete supply change. The customer's blood glucose level was in the 300's mg/dl range at its highest. Reportedly, an abrupt temperature change had occurred to the pump prior to the current occlusion alarm occurring. A new cartridge was loaded during troubleshooting, and the pump performed as intended. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.